Event description:
The user reported that low fio2 alarm occurred constantly during use on a pt. The ventilator kept ventilating during that time. The pt was removed from the ventilator, ambu bagged for a short period of time and switched to another ventilator. The user noted that the pt was fine as her spo2 remained 97% at the time of the incident. No permanent injury was reported. Later, the distributor found after their testing that the o2 sensor was faulty which could have caused the reported low fio2 alarm.